Manufacturer narrative:
Supplemental report 01 (B)(4) - MDR 3003442380-2025-04224. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). The batch 6004839 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004839 was manufactured according to the wi version 110 manufactured in the line inset 5, on 10/jan/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4a01438 was manufactured according to the wi version 10 manufactured in the machine igt01, on 09/jan/2024, with a total of (B)(4) units. The lot 4a01553 was manufactured according to the wi version 59 manufactured in the machine sc03, on 08/jan/2024, with a total of (B)(4) units. The lot 4a02068 was manufactured according to the wi version 59 manufactured in the machine sc03, on 08/jan/2024, with a total of (B)(4) units. The lot 4a01554 was manufactured according to the wi version 10 manufactured in the machine igt01, on 10/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched) and lot 6004839 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered two infusion set's tubing bent event on (B)(6) 2025. Patient replaced infusion set and resumed insulin successfully. No further information available.